Manufacturer narrative:
H3, h6. The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device was established. Although the product was not returned the software files were downloaded from the device and provided for investigation. The critical error displayed on screen was confirmed. The symptoms relating to the problem can be compared to a known bug. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with a console bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during cori installation, while testing the robotic drills, they were entering a demo case when a critical error popped up. The system shut down and they were forced to reboot. They attempted to enter another case after powering up the system and the same error appeared. They waited several seconds before re-booting and were able to complete diagnostic testing afterwards. There was no patient involvement. No other complications were reported.